Event description:
It was reported that there was no telemetry with the patient programmer, even after changing the batteries. It was noted that the device was easy to see and it was thought that the patient was still receiving therapy. Additional information received from the hcp reported that the cause of the event was the "x-rays were mixed up." It was reported that the patient's right sided battery ((B)(4)) was depleted, however, the left side had been mistakenly replaced. It was unclear if the mistaken replacement referred to the replacement of (B)(4), or if it referred to the (B)(6) 2012 explant of the patient's previous left sided ins and the implant of (B)(4). It was noted that the hcp later replaced the right sided battery.

Manufacturer narrative:
Product ID 748251, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 748251, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 7426, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2012, product type implantable neurostimulator; product ID 37642, serial # (B)(4), product type programmer; product ID 3387s-40, lot # v014497, implanted: (B)(6) 2007, product type lead; product ID 3387s-40, lot # v014889, implanted: (B)(6) 2007, product type lead.